Event description:
Iab inserted in 2007 into femoral artery of right leg. About 2 days after, alarm of iabp device sounded. The rn immediately notice blood in the helium line. Therapy was stopped and md removed iabp catheter. Presumably not related to the balloon rupture but to preexisting circulatory problems, pt developed ischemia to right leg requiring dka 2 weeks later for dry gangrene of foot secondary to limb ischemia.